Event description:
It was reported to covidien on july 4, 2008 that a customer had a problem with a umbilical catheter. The customer reported after 6 days of use, the device was leaking (just under the connecting part).

Manufacturer narrative:
(B) (4). One sample from lot number 07h735e returned to allow root cause investigation to be completed. Sample was received cut off at the 10cm mark and a small piece of tape material was wrapped around the catheter approximately 3mm below the end of the moulded strain relief area. The catheter was placed on a magnification microscope for inspection; the source of the leak was identified as a partial fracture in the catheter wall with a void in the fracture, at the end of the moulded strain relief. There was no sign of mechanical damage to the sample evident; however, based on the appearance of the fracture (the break was only seen on one side) it appears that the catheter was repeatedly flexed (folded over / pinched) in this area to cause the break in the wall. There was no evidence of damage to the catheter in this area associated with the manufacturing process found. The tensile strength and wall thickness of the catheter was measured and found to be within specification. It was concluded that the break in the catheter wall was caused by the end use of the device and is not associated with the manufacturing process of the device. Review of the device history records found that this lot met the specification requirements of quality control procedure.